Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed based on the information recorded in the provided event log file. The log file contained events recorded from (B)(6) 2020. The information recorded on (B)(6) at 10:21 pm revealed that a power a broken fault became active. On (B)(6) at 12:15 am there was a driveline power fault alarm and at 12:16 the driveline was disconnected. The returned hm3 modular cable was in used condition. The returned modular cable was functionally tested while connected to a test system controller, a test pump, patient cable, power module, and system monitor. The system operated as intended with no active alarms; manipulating the cable had no effect on pump function. The modular cable was functionally tested and passed the test procedure. Further evaluation of the cable revealed several areas where the inner wires were kinked. The wires were examined under the microscope and a small damage to the brown (power a) and red (power b) wires insulation was confirmed. The wires were not severed and the observed damage did not result in any alarms during analysis. The modular cable was reconnected to the test system controller a test pump, patient cable, power module, and system monitor. The cable was manipulated at the kinked areas and the driveline power fault alarm captured in the log file was not able to be reproduced. A specific root cause for the driveline power fault alarm recorded in the log file was not able to be determined. Device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2020-02336. It was reported that the patient experienced a driveline power fault while at home on (B)(6) 2020. The patient switched to their backup system controller and the alarms resolved. Log files were downloaded in clinic and technical services confirmed a driveline power fault. The root cause could not be determined and there were no further alarms. The exchanged controller became the backup. It was later reported that another driveline power fault alarm occurred on (B)(6) 2020. The healthcare facility decided to exchange the modular cable at this point. No further alarms occurred and the exchanged modular cable was returned for evaluation.